Event description:
On february 26, 2024, senseonics was made aware of an adverse event where the regional clinical manager reported that the user experienced a failed removal attempt on 14 october 2023.

Manufacturer narrative:
The sensor was successfully removed during the second removal attempt on (B)(6) 2024. No further investigation is required.